Event description:
It was reported that pump charging port was damaged, and patient had to manually hold cable in place to charge pump. There was no reported impact to the customer¿s blood glucose level. No follow-up was requested, and no additional information was received regarding any corrective actions or outcome of the event.